Event description:
Additional information was received indicating that synchronized shocks were performed with normal results. Further, it was indicated that the physician suspected that the changes in the impedance measurements were caused by electrolyte and fluid balance issues of the patient. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. Interrogation of the ICD with a programmer revealed steady shock impedance measurements of 108 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.